Event description:
During surgical procedure, the seal on the trocar ruptured. All components were returned; the surgeon conducted an exploration in order to do so. A hernia repair was being performed. The device ruptured with components dropping into the field; the surgeon completed an exploration with successful removal of the components. The device will be returned to the MFR as soon as shipping materials are received. The MFR is aware of the failure.